Manufacturer narrative:
The patient was on both coumadin and aspirin post procedure. The patient had a sudden onset of right mca stroke after the device implantation. The initial exam revealed complete left hemiplegia, hemianesthesia, forced gaze deviation, visual field deficit, neglect and dysarthria (nihss = 20). Cta showed t-shaped occlusion of the distal intracranial (rica) right internal carotid artery distal to the (pca) posterior communicating artery and long segment right (mca) meddle cerebral artery occlusion. CT perfusion suggested salvageable right hemisphere. During the procedure, a merci retriever failed to re-canalize the mca as did slow lytic infusion. As time elapsed with only a narrow window remaining for brain salvage, and given that the patient was already on anticoagulation and antiplatelets for his lvad, we proceeded with stenting of the mca. In this setting, time to successful treatment is critical to salvage of brain function. As the treatment window narrowed and unable to restore right mca flow with the planned procedures, the prospects for successful outcome grew grim. As the last therapeutic hope, we proceeded with stenting. Additional information will be submitted within 30 days of receipt.

Event description:
The enterprise stent was chosen for its case of use in tortuous anatomy, along with the lack of requirement for exchange wire in deployment. The wingspan stent system was felt to be not navigable and also unsafe, as it would require significant distal exchange wire purchase in non-visualizable anatomy due to the mca occlusion. Patient response to treatment: artery was revascularized, patient improved (no longer fixed gaze palsy, regained some leg movement), and follows commands. The CT scan shows basal ganglia and caudate infarct with some hemorrhage transformation, but preservation of most of right mca cortical territory with reasonable prospects for long-term recovery. Plans are for weaning to extubate and eventual rehabilitation.